Event description:
During an implant, the clinical specialist noticed the stimulation clip (prior to use) looked odd. The physician attempted to insert the lead into the stimulation clip and the grey portion inside the white shell came out.

Event description:
See section h, number 6, event problem and evaluation codes.